Event description:
On april 19, 2009, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving inaccurate high readings compared to normal reading/feelings. This complaint is being reported according to the documentation of the customer care advocate (cca). A no response after was sent to the pt. Sometime in 2009 at 11 pm, the pt went to sleep and reportedly woke up 4 hours later soaking wet. It is not known what blood glucose reading the pt obtained prior to and during the time the pt woke up with the reported symptoms. The pt reportedly obtained blood glucose readings of "297 and 23 mg/dl" on the subject meter. It is not clear as to the date and time the pt obtained the reported readings. The pt allegedly went to the hospital six times on april 18, 2009 and was treated with IV fluids. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. In addition, it would have been helpful to know the pt's diagnose and treatment in the hosp, why she was treated with IV fluids, the duration of her hospital stay, and her blood glucose readings during her hospital stay. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the pt claimed that he had symptoms that were suggestive of hypoglycemia and received medical intervention at the hospital after the obtaining inaccurate high readings on the subject meter. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.